Manufacturer narrative:
One warmer device was received for investigation. During visual inspection the device was observed to have no damage or anomalies. The reported issue was confirmed during functional testing when the device display would not function. The investigation traced the issue to the device circuit board, which was determined to be faulty. The investigation could not attribute a root cause for the observed condition, but determined it was consistent with wear over extended usage. The circuit board component was replaced. As no manufacturing root cause could be identified, no review of manufacturing device history records was conducted. A review of device confirmed this device has not been in for service previously.

Event description:
It was reported that the unit was not functioning properly. Patient involvement unknown.

Manufacturer narrative:
Other, other text: b3: date of event is unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.